Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument. Manufacturing date: 14-feb-2020. Expiration date: 31-jan-2030. Part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm¿ sterile. Lot number: 41p2933 (sterile). Lot quantity: 5. One piece was scrapped in cell at op #190, assembly, due to a cannulation burr. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, ns071274 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) lppf rev e, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17330 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to pain¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null device history review (B)(6) 2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal due to pain. Trochanteric femoral nailing advanced (tfna) screw, trochanteric femoral nailing advanced (tfna) femoral nail and titanium locking screw were removed. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves 3 devices. This report is for 1 10mm/125 deg ti cann tfna 170mm - sterile. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: expiration date updated. H4: manufacturing date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.